Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). During initial analysis of the returned pump, an air cushion was observed which is indicative of a defective air-side layer. Functional testing confirmed a reduced pump performance in the affected pump. The pump was disassembled for further evaluation and a defect was located in the air-side and the middle layer of the membrane. Furthermore, abrasion (graphite agglomerates) was detected in the interstices between the triple layer membrane. The cause of the failure was most likely the diminished graphite coating. The graphite particles that formed due to the abrasion between the membrane layers most likely caused increased friction at certain points which finally led to the defects in the air-side and middle layers of the triple layer membrane. When this defect occurs, air can get between the membrane layers and form an air cushion, which reduces the pump performance.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc.(importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The pump s/n (B)(4) was in use from (B)(6) 2016. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer, and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial inspection of the returned pump indicates a defective air-side layer of the triple layer membrane of the blood pump. Detailed evaluation of the returned pump is currently ongoing.

Event description:
The site contacted the (B)(4) distributor as well as the berlin heart clinical affairs hotline regarding a reduced pump function of the left excor blood pump of a patient supported in bivad configuration. Upon reviewing a video from the clinic, berlin heart recommended an exchange of the affected excor blood pump. The blood pump in question was promptly exchanged by trained professionals at the clinic. There was no harm to the patient and the patient tolerated the blood pump exchange well with no untoward effect. The patient is currently doing well.